Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, when the user loaded clips inside the abdominal cavity during laparoscopic gastrectomy, clips came out closed.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73g1800294 was manufactured on 07/19/2018 a total of 288 pieces. Lot was released on 08/02/2018. DHR investigation did not show issues related to complaint. The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The returned sample also had a clip partially loaded incorrectly and a bent rotation tab. The returned sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first two clips were unable to load properly into the jaws of the applier. It was observed that the feeder was to the side of the clips. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could cause the feeder to stay to the side of the clips and prevent the clips from loading properly into the jaws of the device. The sample was received with 10 clips remaining including the partially loaded clip, indicating that 5 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned with 10 clips remaining including the partially loaded clip indicating that 5 clips were fired by the end user. Upon functional inspection, the clips were unable to load properly , and it was observed that the feeder was to the side of the clips. Upon disassembly, it was found that the clips were out of position and stacking on one another which caused the feeder to stay to the side of the clips and prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that, when the user loaded clips inside the abdominal cavity during laparoscopic gastrectomy, clips came out closed.